Event description:
It was reported the patient's ipg became inoperable. The patient was unable to establish communication between the ipg and external devices for about two months. A sjm representative confirmed the communication issue with multiple external devices. Surgical intervention will be taken a later date to address the issue. Actual event date is unknown at the time of reporting.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient's ipg was explanted and replaced with another model. Reportedly, effective stimulation was restored postoperatively.